Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt could not increase her stimulation, and she was unable to control her pain with the scs sys. The pt reported, she was taking pain medication. The sjm rep met with the pt and determined the lead had 5 invalid contacts. The pt was reprogrammed, and was able to receive some coverage. It was reported the coverage was not optimal. A f/u appointment was scheduled with her physician in the future.